Event description:
As reported, patient had a revision due to premature polyethyelene wear, gxl liner, with periacetabular osteolysis. There was no delay, patient is stable condition. Patient was last known to be in stable condition following the event. Images received. The device will be return.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
Section d10: concomitant product: cocr fem head 36mm +3.5 offset 12/14 (cat#: 142-36-03 / serial#: (B)(6). (H3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear, edge loading of the femoral head on the acetabular liner. The most likely cause for the revision reported due to early prosthesis wear with periacetabular osteolysis is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: b3, h6. MDR section codes updated/corrected: b, d, e, g. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear, edge loading of the femoral head on the acetabular liner. The most likely cause for the revision reported due to early prosthesis wear with periacetabular osteolysis is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.